Event description:
Report of explant of device system due to "infection, frequent breakdown over pump" received per annual device tracking report. Follow up with hcp revealed onset/diagnosis of infection was in 2000 - successfully treated with IV antibiotics and surgery. Symptoms of infection before explant included incisional wound opening and pocket erosion. The primary location of the infection was the device pocket. The device pocket was cultured and was positive for pseudomonas. The csf was also cultured and was clear. The patient was treated with IV antibiotics and total device system explant. The infection resolved.